Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent an atrial valve replacement during the ventricular assist device (vad) implant procedure.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Review of the controller log files revealed that (B)(6) was the primary controller, originally in use at the time of the reported event. Log file analysis revealed several increases in power consumption starting (B)(6) 2021, leading to parameters above normal operating range, and 98 high watt alarms logged since (B)(6) 2021. A vad disconnect alarm was then logged on (B)(6) 2021 at 19:56:25. An analysis of the alarm file revealed that this vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Twelve (12) vad stopped alarms were then logged starting at 19:56:47, indicating that the pump failed to restart after multiple attempts. Additionally, a controller power up event was recorded at 20:51:28, likely during troubleshooting of the vad stopped alarms. Review of the controller log files associated with (B)(6) rev ealed a controller power up event at 20:44:39, which corresponds with the reported controller exchange. Seven (7) vad stopped alarms were then logged starting at 20:44:55, indicating that the pump failed to restart after multiple attempts. Several additional controller power up events were also logged, likely due to troubleshooting of the alarms. As a result, the reported high power, pump stop, and controller loss of power events were confirmed. Additional information received from the site indicated that, in addition to increased pump power consumption, the patient experienced elevated lactate dehydrogenase (ldh) and a device thrombus was suspected. The patient received thrombolytics and a heparin infusion. It was further reported that the patient experienced right heart failure and was placed on veno-arterial extracorporeal membrane oxygenation (ECMO). The patient was also diagnosed with hepatic dysfunction and acute renal dysfunction and was given diuretics and antibiotics and started on continuous renal replacement therapy. Ten days later, the patient was intubated for respiratory distress, and the patient was given corticosteroids, antibiotics, and oxygen, and the patient¿s dosage of inotropic medication and adrenaline were increased. The patient subsequently expired due to malignant ventricular arrhythmia. Per the instructions for use, thrombus, right heart failure, hepatic dysfunction, renal dysfunction, respiratory dysfunction, cardiac arrhythmia, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on historical review of similar high power events, the most likely root cause of the high power and vad stop events may be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the controller loss of power events can be attributed to a disconnection of both power sources during troubleshooting of the alarms. A possible cause of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event additional products: d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d10 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system, controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-jan-2021, serial or lot#: (B)(4), UDI #: (B)(4), device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 17-jan-2020, label for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power consumption and high watt alarms due to pump thrombus. The patient was hospitalized with elevated lactate dehydrogenase (ldh), international normalized ratio (inr) of 1.88, and computerized tomography (CT) scan and transesophageal echocardiogram (tee) were performed. The patient received a heparin infusion and thrombolytics, then the pump stopped. The controller was exchanged to the backup controller to restart the pump and the pump didnt restart. It was noted that both controllers exhibited unexpected losses of power. It was further reported that prob-type natriuretic peptide (probnp) level was taken, an electrocardiogram (EKG) and echocardiogram were performed and showed that the patient experienced right heart failure. The patient was placed on veno-arterial (va) extracorporeal membrane oxygenation (ECMO). The patient was diagnosed with hepatic dysfunction via total bilirubin, aspartate aminotransferase (ast), and alanine aminotransferase (alt) labs and was given diuretics and antibiotics. It was also reported that the patient had acute renal dysfunction and blood urea nitrogen (bun)/creatinine, urinalysis, and renal function tests were performed. The patient was started on continuous renal replacement therapy (crrt) and was added as a priority patient on the organ transplant waiting list. Ten days later, the patient was intubated for respiratory distress. Arterial blood gases (abgs), chest x-ray, and continuous pulse oximetry were done, and the patient was given corticosteroids, antibiotics, and oxygen. The patients dosage of inotropic medication and adrenaline was increased as well. The patient subsequently expired, and the cause of death was due to malignant ventricular arrhythmia.